Event description:
It was reported that when using the bd pyxis¿ anesthesia station es bio ID failed and required a witness to log in. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier failed. The field service engineer (fse) troubleshot the biometric identifier (bioid) issue and found a loose connection to the docking board. The connection was reseated, bioid was reconnected, and the device was rebooted. Bioid was successfully tested and confirmed working. The system functioned as intended after the field service engineer resolved the issue.